Manufacturer narrative:
The complaint for the valve crease was confirmed through returned product evaluation. A review of the DHR, lot history and manufacturing mitigations did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Per returned device evaluation, the creases was observed on the leaflet which was likely due to workmanship from the manufacturing. As such, available information suggests that manufacturing issue (workmanship) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A CAPA has been initiated to capture further investigation and corrective/preventative action activities associated with creases appearance on the leaflets.

Manufacturer narrative:
A supplemental is being submitted to correct the h6 code for device code.

Event description:
As reported by an edwards lifesciences affiliate in switzerland, regarding a 26mm sapien 3 ultra transcatheter heart valve case in aortic position by transfemoral approach during device preparation, after opening the valve and placing the valve on the first 500ml bowl, the nurse realized that 2 of the leaflets were opening but not closing properly. It was decided to open a new valve with normal appearance. The second valve was implanted successfully, with no patient harm. As per evaluation of the returned valve, a crease across the leaflet of the valve was observed.

Manufacturer narrative:
The investigation is ongoing.